Event description:
Following the myopic prk treatment, the patient was diagnosed as being overcorrected in both eyes. Patient's pre-operative measurements were -7.50 sphere in the right eye and -6.75-0.50 x 105 in the left eye. As of 2004, the patient's measurements were +1.50-0.50 x 100 in the right eye and +5.50 sphere in the left eye. Currently, patient is using corrective contact lenses.

Manufacturer narrative:
On 08/04/04, a nidek representative contacted the physician and explained our findings: it was stated that multiple uses before and after this singular event resulted in no negative results or problems. The laser in question is used as a mobile laser. Also, this unit is not serviced by nidek inc., hence we cannot comment on the state of the laser. One possible explanation for the overcorrection maybe at unstable operating room environment. Nidek offered to the physician and to the owner to send a nidek trained engineer to inspect the laser. This offer was declined.